Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on august 24, 2009 alleging that his onetouch ping meter had spots on the display. He indicated that he was feeling "high" and feeling sick before the display issue occurred. The pt denied receiving any form of treatment as a result of the display issue. According to the troubleshooting performed with customer service, the display issue was not resolved. Replacement meter was sent to the pt. There is no indication that the product caused or contributed to an adverse event. The pt's symptoms started before the reported issue first occurred. There was no indication that the pt's symptoms deteriorated since the pt did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the display issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan(lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.